Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facsverse¿ 3l 8c system. The following information was provided by the initial reporter: cannot aspirate sample additionally, on 2020-08-06 the fse provided the following additional information: was the leak contained within the instrument? Answer: no. Was the leak in a customer accessible location? Answer: no. Was there spray of fluid under pressure? No, what was the fluid that leaked? Waste, what is the source of leak: waste line or non-waste line? Waste line, was the customer exposed to blood or bodily fluids? No, was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that waste leakage occurred outside of instrument during use with a bd facsverse¿ 3l 8c system. The following information was provided by the initial reporter: cannot aspirate sample. Additionally, on (B)(6) 2020 the fse provided the following additional information: was the leak contained within the instrument? Answer : no. Was the leak in a customer accessible location? Answer : no. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H.6. Investigation: ¿ problem statement: customer reported complaint on a bd facsverse 3l 8c system with acc kit ¿ 651155 that it cannot aspirate sample and found waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 16jul2019 to date 16jul2020. ¿ complaint trend: this is the only complaint related to this issue of a waste leakage not contained within the instrument. Date range from 16jul2019 to date 16jul2020. ¿ manufacturing device history record (DHR) review: DHR part # 651155 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the waste leak inside the fluidic compartment was due to a worn pump, 647939 - p2 aspirator pump. The fse confirmed the issue and replaced the part as well as resealed the waste container to prevent any other leaks. The pump was weak did not aspirate the waste, which also caused a vacuum error message. Although the leak was waste and potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low because there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01535738, case # (B)(6). Install date: (B)(6) 2011. Defective part number: 647939 - p2 aspirator pump. Work order notes: o subject / reported: cannot aspirate sample. O problem description: cannot aspirate sample. O work performed: replace faulty p5 pump and re-seal waste accumulator, tested working. O cause: waste accumulator leak and p5 pump pressure weak causes vacuum error. O solution: re-seal waste accumulator and replace p5 pump resolved the issue. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not a returnable part and was discarded. ¿ risk analysis: risk management file part #651155ra, version b / revison 11, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O ID: 2.1.12b. O hazard: exposure to biological sample. O cause: waste overflow. O harmful effects: injury to operator (infection). O risk controls: - system shall detect and alert when waste is full. - follow universal precautions included in user documentation. O implementation verification: - sheath and waste level alerts protocol 1009-dp. - lib-ver-10-02p. - slg: biological safety section ug: maintenance chapter. O effectiveness verification: - sheath and waste level alerts protocol 1009-dr. - lib-ver-10-02f. O propabiltiy: 1.0. O severity: 1. O risk index: 1. O residual risk evaluation: a. O new hazards: none. O ID: 2.1.14b. O hazard: exposure to biological sample. O cause: waste overflow. O harmful effects: customer to customer property. O risk controls: - system shall detect and alert when waste is full. - follow universal precautions included in user documentation. O implementation verification: - sheath and waste level alerts protocol lsv-1009-dp. - lib-ver-10-02p. - slg: biological safety section ug: maintenance chapter. O effectiveness verification: - sheath and waste level alerts protocol lsv-1009-dr. - sheath and waste containment report lsv-1007-ar. - lib-ver-10-02f. O propabiltiy: 1. O severity: 2. O risk index: 2. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause was due to a worn aspirator pump. ¿ conclusion: based on the investigation results, the root cause of the waste leak was due to a worn pump, 647939 - p2 aspirator pump. The fse had confirmed the issue and performed the repair. The instrument was rebooted, tested and functioning as expected. The safety risk is low because there was no impact to customer health or safety.